Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure at l4-l5, the threads began to peel off a screw, while with the distractor tip. There were no loose fragments from the threaded tip. The surgeon used another set of devices to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received with the inner thread damaged. Axial scratches located on the shaft are indicative of usage. Due to the damage at the tip inner diameter measured undersized. Other measurable dimensions were in print specification. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals, the device was assembled with a detachable holding sleeve and a driver shaft without issue. The assemble instruments were mated to a matrix bone screw and were inserted into a lumber bone model without issue. The device released from the sleeve and screw as intended. Despite the slight damage to the tip the device performed as designed. The damage appeared to be the result of cross threading to the bone screw, the slight defect did not affect instrument performance. This complaint is considered indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).